Event description:
It was reported that the arctic sun device had an alert 113 for reduced water temperature control. The nurse stated that the device was in normothermia mode the target temperature was 37 c and the patient temperature was 35.5 c. The biomed stated that after several questions and troubleshooting it was determined that the nurse overfilled the machine. And the nurse took back a cup of water back from the arctic sun device. Also stated that the machine was then placed in a manual mode just to confirm whether the heater was not out. And stated that the water temperature was 41 c.

Manufacturer narrative:
The reported event was confirmed. The root cause of the reported issue due to overfilling of the reservoir. The device did not meet the specifications and was influenced by the reported failure. The device was in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. 1) fill the reservoir with sterile or distilled water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun temperature management system cleaning solution to the sterile or distilled water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the ill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen." The device was evaluated by facility's biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had an alert 113 for (reduced water temperature control). It was stated that the device was in normothermia mode, target temperature was 37 c and patient temperature was 35.5 c. The biomed stated that after several questions and troubleshooting it was determined that the nurse overfilled the machine. The nurse took back a cup of water from the arctic sun device. It was stated that the machine was then placed in manual mode just to confirm whether the heater was not out and stated that the water temperature was 41c.